Event description:
Customer reports a blood glucose result of 220mg/dl while using the aviva system. Customer treated with 22 units of novolog insulin, ate dinner and 30 minutes later started experiencing low blood glucose symptoms. Customer passed out some time later; timeframe unknown. Customer's wife called the ambulance who arrived and tested his blood glucose with a result in the 30's mg/dl and treated customer with an IV. Customer regained consciousness after a minute of "being injected with an IV". A request was made for return of the suspect product and a replacement was sent.